Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Event description:
It was reported that the customer miscalculated the amount of insulin needed and delivered too large of a bolus. In addition, customer would also override the recommended bolus, delivering too large of a bolus. Customer's blood glucose (bg) level was reported to be "low"; however, exact value was not provided. Reportedly customer consulted with their health care provider and was instructed to follow recommended bolus amount. The customer declined follow up with tandem technical support.